Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had physical damage of insulin pump. Customer reports to have a crack in the middle of insulin pump due to dropping on the floor. It was also reported that dropped in the sink and received water damage. Customer's blood glucose was 126 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and cracked case on the upper right side near display window. No moisture damage inside pump noted. The insulin pump also has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.